Manufacturer narrative:
The customer¿s report that the blood tubing set had a hole and leaked was confirmed. Visual inspection of the set noted a tear in the silicone segment below the upper fitment. No other obvious damages or issues were observed around the tear or from the rest of the set's components. Functional and pressure testing confirmed leaking from the tear. The cause of the leak was identified to be due to a tear on the silicone segment component. The root cause of the tear was not identified.

Event description:
It was reported that the blood tubing set had a hole and leaked during a blood transfusion. Due to the leak, the tubing set had to be replaced. The customer further stated that the tubing replacement process puts the pediatric patient at an increased risk for infection. The customer later clarified that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the devices be received for evaluation. Patient age and dob requested but not provided, however the customer stated that the patient was a pediatric patient.

Event description:
It was reported that the blood tubing set had a hole and leaked during a blood transfusion. Due to the leak, the tubing set had to be replaced. The customer further stated that the tubing replacement process puts the pediatric patient at an increased risk for infection.